Manufacturer narrative:
Findings: unit received with stripped battery cap coin slot (p). Unit received with cracked reservoir tube lip and battery tube threads. Unit received with minor scratches on display window. Unit received with cracked and bleeding lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was unable to remove the battery cap. Customer has tried different tools. Customer's blood glucose level was 4 mmol/l. Customer stated that the battery cap just falls to pieces. Customer was advised to discontinue use and revert to a back-up plan. Customer stated that the hospital would be able to provide a loaner. Customer was not hospitalized. No further assistance needed.